Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump and to contact support if the issue reappears.